Event description:
It was reported to boston scientific corporation that during a sacrospinous vault suspension procedure using a capio open access suture capturing device, the physician noted that the device would not capture the suture. In addition, he noted that the capio cage was bent. The physician completed the procedure with another capio open access suture capturing device with no complications to the patient, who was over 18 years of age and was fine at the conclusion of the procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.visual analysis of the returned capio device revealed that the carrier was bent. Functional testing of the returned capio device showed that the device would not catch the needle due to the damage to the carrier. In addition, the carrier was unable to retract.